Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Upon reception pulse generator was found to be in back-up safety mode operation. Electrocautery marks were noted on the can. Successful download of new product code was performed, device was programmed to nominal settings; normal electrical characteristics and device function were measured through all mechanical, electrical, and thermal stress tests.

Event description:
It was reported that the lost to follow-up patient presented at the hospital and upon interrogation the pulse generator was shown to be past end of life. The device was explanted, replaced, and returned for analysis.